Event description:
Reportedly, the device involved in this report was implanted on (B)(6) 2013 as a replacement of a chorum dr with normal leads measurements obtained on that day. On (B)(6) 2013 follow-up, some questions were raised, which required some explantations; delay observed on the surface ECG between v output pulse and subsequent qrs complexes, behaviors observed during ddi sensing test and shape of the v-egm channels in th atrio-ventricular block episodes recorded in device memories (absence of physiological signals and square waves shape).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.